Manufacturer narrative:
UDI not required for product code; implanted date: device was not implanted; explanted date: device was not explanted; occupation-clinical engineer. The actual sample was received for evaluation. Visual inspection revealed that the lock adapter had come off the male connector of the sampling system. Magnifying inspection of the actual sample did not find any visible anomaly, including deformity, in the male connector or in the lock adapter. The outer diameter of the rib of the male connector, and the inner diameter of the lock adapter were measured. Compared to a current product sample, no difference was observed in the measured values. The surface of the male connector was subjected to elemental analysis by sem-edx (scanning electron microscope / energy dispersive x-ray spectroscopy). The result showed presence of si, which is likely to be derived from the silicone applied to the switch cocks of the sampling system to improve the lubricity of them in the manufacturing process. Reproductive testing was performed, and silicone was applied to a male connector of a factory-retained sampling system, a female connector was attached to it, and then a torque load was applied to the lock adapter. As a result, the lock adapter came off the male connector. A review of the device history record and product-release judgement record of the involved product code/lot# combination was conducted with no findings. IFU states: do not use if the package or device is damaged (e.g. Cracked) or any of the port caps are off. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that the silicon, which is applied to the switch cocks of the sampling system to improve the lubricity, was transferred to the male connector part due to some factors. Afterward, the lock adapter, when re-tightened, may have got over the rib of the male connector in lubricated state and came off. From the available information including the state of the actual sample, it could not be determined when silicone was transferred to the male connector. However, the exact cause of the reported event cannot be definitively determined based on the available information. (B)(4).

Event description:
The user facility reported that the capiox custom pack was used pre-treatment. After the box was opened, and the package was taken out from the box for the preparation of ecc, when the package was opened, it was found that the connector of the sampling system supposed to be located at the inlet side had detached. The patient was not harmed. The procedure outcome was not reported. Additional information received on 05oct2020. When the whole package was taken out from the product box and opened, "the lock adapter on the red side of the sampling system had fallen off and the tube had come off. The lock adapter had fallen into the package." "Though the sterility was not impaired, it could not lock, therefore, it was removed from the circuit. Sampling line was made with a three-way stopcock as a substitute and surgery was performed."